Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a catheter placed on (B)(6) 2016 required bedside repair on (B)(6) 2016 because the catheter, ¿cracked at the junction between the large and thin part of the catheter.¿ the child¿s biological parameters were monitored. No additional information has been provided regarding patient outcome at the time of this report no additional information was available.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the outer catheter had pulled apart at the hub, which exposed the inner catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were three other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.